Event description:
The patient called to report that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 425 mg/dl. The patient was also nauseated and vomiting. The patient stated that the insulin pump had been giving her no delivery alarms as well. Troubleshooting was performed, and the insulin pump was programmed with the correct basal rates, but the incorrect time and date. Assisted with correct time and date. The unit passed the prime and high pressure tests. Multiple no delivery alarms were noted in the alarm history. Advised the patient to change the infusion set any time she gets the no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.